Event description:
Per the info provided to co by the physician through means of a letter, he reported that the pt is experiencing "difficulty in deflating the prosthesis with a deformity in the penis. On physical examination, the penis was noted to be erect with ballooning of the proximal shaft. The pump was in the right base scrotum and was unable to deflate the cylinders even with moderate pressure on the cylinders with the release valve opened. Co's impression is a malfunction of this device with probable contraction of the capsule around the reservoir with subsequent ballooning of aneurysmal dilation of the penile cylinder.